Event description:
Medline minor vascular pack had a cracked pitcher inside the pack upon opening. Unable to hold fluids for the procedure and was disposed prior to the start of the case. FDA safety report ID# (B)(4).